Event description:
It was reported that the patient was experiencing inadequate pain relief from the spinal cord stimulator (scs) device. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted ipg was not returned as it was discarded by the medical facility.